Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that atrial tachycardia occurred. A pulse field ablation procedure for paroxysmal atrial fibrillation was performed using a farawave catheter. Post procedurally the patient experienced a new onset of atrial tachycardia. No further information on the status of the patient is available.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This supplemental report is being submitted with an update to sections: b5 describe event or problem. H6 impact codes. H6 evaluation method code. H6 evaluation result code. H6 evaluation conclusion code.

Event description:
It was reported that atrial tachycardia occurred. A pulse field ablation procedure for paroxysmal atrial fibrillation was performed using a farawave catheter. Post procedurally the patient experienced a new onset of atrial tachycardia. No further information on the status of the patient is available. It was further reported the new onset atrial tachycardia occurred eleven (11) months post index procedure. No interventions were required in response to the atrial tachycardia and the patient was prescribed a class ii sodium channel blocker. The status of the atrial tachycardia is ongoing.